Event description:
The complaint is reported as: the device was inserted under ultrasound guidance. Passage of the wire was easy, and placement was confirmed using ultrasound. Dilation and subsequent passage of the catheter was also easy, with minimal resistance. At the end of the procedure, the wire had resistance to removal. Gentle traction was applied to the wire and the individual coils of the distal aspect unravelled. The wire and catheter were removed as a single unit. The distal end of the wire was intact and no harm occurred to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the device was inserted under ultrasound guidance. Passage of the wire was easy, and placement was confirmed using ultrasound. Dilation and subsequent passage of the catheter was also easy, with minimal resistance. At the end of the procedure, the wire had resistance to removal. Gentle traction was applied to the wire and the individual coils of the distal aspect unravelled. The wire and catheter were removed as a single unit. The distal end of the wire was intact and no harm occurred to the patient.